Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was being evaluated for a stroke. The patient was in a normal room and moved to ccu so something may have happened with the patient's condition. The patient was experiencing chest pain, tremors and shakes in both arms and face. It was reported that patient had been in hospital for two days but had not been scanned yet due to difficulty in evaluating the MRI guidelines. The hcp also stated that the CT scan for the patient showed loops within leads, and the caller asked if that restricted the patient's access to scans. It was reviewed for the hcp that the MRI guideline document does not restrict patient's eligibility based on lead/extension routing. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the stroke was not confirmed, and it was not related to or caused by the device/therapy. It was stated the patient had a massive heart attack, a stent was placed, and a pacemaker was implanted.